Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a red, itchy, pimply, skin irritation. The patient's daughter reported that she is unclear if the skin irritation is psychosomatic. The patient is depressive and was prescribed psychotropic drugs. It's unknown what caused the patient's skin irritation. However, follow up indicated that the skin irritation has improved. There was no alleged device malfunction contributing to the irritation.